Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient mentioned that the last time they saw the manufacturer's representative (rep) at the healthcare provider (hcp)'s office as they were having trouble with the stimulator. The patient stated that they had gotten the device working and reprogrammed. The patient reported that the problem had been that they developed a bad infection and the rep was "checking and getting the modulation right". It was debated to take the ins out but the infection and the issues were resolved with several rounds of antibiotics and a "sulfa drug". No further complications were reported or anticipated. Additional information received from the rep reported that they were not sure when they were made aware of the infection and they did not recall if they were aware that the patient experienced an infection in 2015.